Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased impedance measurements up to greater than 2,400 ohms. It was noted that the impedances had risen steadily and threshold measurements were also slightly elevated. A lead revision was therefore performed. This lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.